Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure the fenestrated bipolar forceps instrument was noted not to be cauterizing. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of does not cauterize. Visual inspection showed no damage to the conductor wires at the wrist. The instrument passed electrical continuity testing. A functional test was performed using an is3000 system, (B)(4) generator and a bipolar cord. A wet paper towel was placed in the grips, the bipolar foot pedal was pressed and towel began to smoke, indicating successful energy transfer from the generator to the tips. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .150 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. This report does not admit that the report or information submitted under the instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.